Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and posterior view. Two tears (a and b) were also observed within the crease/fold in the posterior view. The tear a measuring approximately 0.5 cm and the tear b measuring approximately 1.8 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 19 2021, additional information was received indicating the date of implantation was (B)(6) 2004. The date of event was identified as (B)(6) 2019. On aug 22 2021, additional information was received indicating the patient experienced additional symptoms including loss of eyebrow hair and hair thinning. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 350cc and suffered several unexplained systemic symptoms, including pain, anxiety, muscle and joint pain, fatigue, depression, rashes, rib pain, colitis, migraines, infections, dizziness, nauseous, insomnia, acne, cellulitis, uti, allergies, abdominal pain, shingles, sinusitis, back and shoulder pain, chest pain, ulcer of septum, pain in ribcages, and bilateral capsular contracture baker grade unknown. Bilateral rupture was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
On may 7 2020, additional information was received indicating the patient underwent device removal on (B)(6) 2020. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).